Manufacturer narrative:
Company rep evaluated the system. Corrections included reseating lose spo2 board and connectors. Unit was calibrated and safety test to factor's specs.

Event description:
Customer reported an issue with the accutorr v monitor, which may have affected spo2 monitoring. No pt injury was reported.